Event description:
It was reported that the insulin pump alarmed motor error during normal use. It was stated that the insulin pump was exposed to a CT scan. It was also stated that the insulin pump no longer rewinds. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.